Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving clonidine (40 mcg at 25.33028 mcg/day), bupivacaine (10 mg at 6.33257 mg/day), and sufentanil (2000 mcg at 1266.51397 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had been experiencing increased low back pain outside of normal chronic pain, being more intense. The pump was refilled by home infusion nurse where aspiration amount of 4.9ml was actually 27 ml. Prior to this refill there were only small discrepancies noted. A catheter access port (cap) contrast study revealed that the catheter was unable to aspirate despite visualization. A catheter kink was noted. Due to the patient being on high dose of sufentil patient daily rate was decreased by 20% every two weeks until pump replacement and catheter revision occured on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 8731, serial# (B)(6), implanted: (B)(6) 2005, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 13-jun-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.